Event description:
It was reported that this pacemaker was part of a system revision due to a pocket erosion. Reportedly, the patient experienced a severe rash in the upper arm post implant, itchiness and pain as well as a lump over the pacemaker. There was no additional adverse patient effects were reported. This pacemaker remains in service.